Event description:
Hfov became unplugged and while troubleshooting, patient required ppv via inomax dsir. Flowmeter knob would turn but flowmeter would not go on. Inomax machine replaced with another machine. No patient harm. Equipment found to have flowmeter knob that would rotate but the shaft did not rotate. Knob is defective.